Event description:
It was reported that pump experienced malfunction with malfunction code displayed and no notable events occurred prior to issue. There was no adverse impact to the customer's blood glucose level. Customer contacted support, reset pump with assistance, and malfunction did not recur, and customer was advised to continue using pump and to call back if malfunction returned, which customer acknowledged and understood.